Manufacturer narrative:
Patient city: (B)(6). Patient country: portugal. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a serter issue on (B)(6)2026. The serter/ spring was described as not being strong enough during use, which likely resulted in a bent cannula during insertion.